Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient reported that since the procedure, they have experienced increased constipation, foreign body response/autoimmune symptoms, osteoporosis, collapse of vertebra, pain around the bra line, breathlessness and mobility issues. The patient further reported that the full thickness prolapse returned to a degree, shortly after the procedure. No additional information is available.